Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. Alarms of this nature are typically related to a restriction in the patient circuit that was not returned by the customer. The device passed all testing. The device was recertified and returned to the customer. The associated wye circuit was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "airway pressure sensing failure - 1052" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-00349 for a similar event reported from the same customer.